Manufacturer narrative:
No product has been returned for eval. Therefore, no conclusion can be drawn.

Event description:
Attorney's allegations, that pt was implanted in 2003 with composix kugel mesh and has "sustained and will continue to sustain, injuries and damages, including, but not limited to, medical monitoring."